Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. There was clear surgical debris on the lens surface. Visual inspection found no visible damage to the lens. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4) (corrected from claim# previously reported).

Manufacturer narrative:
Date of this report: 26-jul-2019 should be corrected to 29-jul-2019. Date received by manufacturer: 26-jul-2019 should be corrected to 29-jul-2019 in initial medwatch report.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -8.5 diopter into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault, glare/halos, and significant reduction of ica. The problem was resolved. The cause of the event is reported as a patient-related factor.